Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
As reported: "the surgeon was implanting the glenosphere with the inserter broke at the tip leaving a small part of it in the already impacted glenosphere. The surgeon felt it was safe to leave it and said it will do more harm trying to remove it. The glenosphere was then [illegible] and he finished the case.